Event description:
The front left wheel of the wheelchair this resident was sitting in collapsed due to shearing of a metal bracket that held the wheel to the frame. The resident was found lying on the ground with the wheelchair lying beside her. The chair may have caused the resident to fall or the resident may have fallen into the chair causing the wheel to collapse.